Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. No nonconformance's were identified for this part-lot number combination. Per qlik query executed 07/22/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4), incomplete. The expiration date is unknown.

Event description:
It was reported by the sales rep via phone that during a meniscal repair procedure two of their truespan meniscal repair systems peek 12 degree, the first implants would not deploy on each device. The sales rep stated that no implant was implanted in the patient. The procedure was completed with a third like device with no patient harm or surgical delay to the case. The sales rep was not present for the case therefore could not provide any further information. The sales rep stated that the devices were discarded by the customer.